Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported during use, while the catheter was inserted, the medical staff observed a "rupture of the distal luer port tubing above the base". The catheter was inserted in the left femoral. Another cvc was successfully placed. There was no patient harm or consequence. The patient's condition was reported as "patient is out of hospital".

Event description:
It was reported during use, while the catheter was inserted, the medical staff observed a "rupture of the distal luer port tubing above the base". The catheter was inserted in the left femoral. Another cvc was successfully placed. There was no patient harm or consequence. The patient's condition was reported as "patient is out of hospital".

Manufacturer narrative:
(B)(4). The customer initially returned one large non-arrow syringe for evaluation. The customer indicated that an incorrect device was sent, so the original device was returned to the customer. The customer then returned one segment from a cvc distal extension line for evaluation. Signs of use were observed on the returned extension line. Neither the luer hub nor the catheter body was returned. The extension line appeared to be intentionally severed. Visual inspection of the extension line revealed it was separated from its luer hub. The luer hub (proximal) end of the extension line appeared rough and jagged. Without the distal luer hub, it cannot be confirmed where the extension line separation occurred. The distal end of the extension line was smooth and appeared to have been intentionally severed. The distal extension line segment measured 79mm, which is not within the specifications of 87mm-99mm per product drawing. This indicates that at least 8mm of the extension line was cut and not returned for analysis. The distal extension line outer diameter measured 2.15mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The distal extension line segment measured 79mm, which is not within the specifications of 87mm-99mm per product drawing. This indicates that at least 8mm of the extension line was cut and not returned for analysis. The distal extension line outer diameter measured 2.15mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter measured 1.4478mm , which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection of the returned extension line segment revealed it had separated from the distal luer hub. The luer hub was not returned. The extension line met all relevant dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on these circumstances, and without the complete sample returned for analysis, the probable root cause for this event could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.